Manufacturer narrative:
The ge service rep performed an onsite investigation. The customer reported that the system was tested and found to be working as intended and put back into service. No further repair info is available.

Event description:
The customer reported that the system intermittently would not display an image or produce an x-ray. No pt injury was reported.